Event description:
It was reported that the tip of the screw driver broke off in the screw. Patient outcome: the report indicates that the surgery was completed using a second driver. The patient status was excellent. No adverse effects have been reported as a result of this event.

Manufacturer narrative:
Per the IFU: prior to use, instruments should be visually inspected and function should be tested to assure instruments are functioning properly. If instruments are discolored, have loose screws/pins, are out of alignment, are cracked or have other irregularities, do not use.